Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found several battery event alerts in the memory log; however, was unable to duplicate the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator did not switch to battery during a power outage. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.